Event description:
Material no.: 260407i. Batch no.: 0316575. It was reported by the facility representative that following arm cleaning the donor developed scratches on their arm. Per follow up: outcome of the event: venepuncture/donation was not performed due to the presence of the scratches. No follow up with the donor required. Donor successfully donated 6 days later with no referral to the clinical team necessary per email: please find attached our ae log regarding the below reported case. This was logged under (B)(4). Per attachment: we have just logged an incident regarding relating chloraprep wand batch no 0316575 following arm cleaning the donor developed scratches on their arm in the area the chloraprep was used. I can confirm that the chloraprep wand is still with the team; there are no images of the donors arm.

Manufacturer narrative:
Batch record for pn 260407i ln 0316575 was reviewed and there were no non-conformances related to the defect of "open seal" during the manufacturing of the lot. Without the actual sample for analysis the root cause could not be confirmed. We will continue to track and trend for this defect. Follow up emdr (B)(4). H3 other text: see narrative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that following arm cleaning the donor developed scratches on their arm. This was logged under (B)(4). We have just logged an incident regarding relating chloraprep wand batch no 0316575 following arm cleaning the donor developed scratches on their arm in the area the chloraprep was used. I can confirm that the chloraprep wand is still with the team; there are no images of the donors arm.